Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported to patient support, approximately 1 week post implant of a 26mm sapien 3 ultra resilia (s3ur) valve, the patient expired. Following the procedure, the patient experienced a decline in physical strength and remained in the cardiac intensive care unit for several days before being transferred to a rehabilitation facility. The following day, the patient developed shortness of breath and was transported to a hospital, where he was stabilized and subsequently returned to the rehabilitation facility that night. Several days later, the patient was found unresponsive in the morning. The initial cardiac rhythm was pulseless electrical activity (pea), and return of spontaneous circulation (rosc) was eventually achieved. The patient remained intubated, unresponsive, and on multiple vasopressors due to concern for shock. Emergency services transported him to a different hospital, where he was placed on life support and was subsequently placed on a do not resuscitate status, but did not recover. Life support was discontinued, and the patient passed away in the hospital. According to the patient's death certificate, the cause of death was listed as 'acute hypoxic respiratory failure due to cardiac arrest and heart failure.' Medical records indicated that the patient underwent a valve in valve tavr procedure that was complicated by a pericardial effusion with intermittent hypotension requiring low dose pressor support. A percutaneous drain attempt was unsuccessful due to patient body habitus, and the team proceeded with a surgical pericardial window. Approximately 200 ml of venous blood was drained, a pericardial drain was placed, and the patient remained hemodynamically stable. Additional postoperative complications included atrial fibrillation with rapid ventricular response (treated with amiodarone), respiratory failure requiring intubation likely secondary to mrsa pneumonia and a left sided hydropneumothorax, and postoperative anemia treated with one unit of packed red blood cells. Operative notes indicated that a 26 mm sapien 3 ultra resilia valve was deployed within a previously implanted non edwards valve. The patient initially tolerated the procedure well. Intraoperative findings included a mean gradient of 5 mmhg across the valve, normal leaflet mobility, normal left ventricular function, and no evidence of prosthetic aortic valve regurgitation. A transthoracic echocardiogram (tte) performed 10 days prior to the patient's death demonstrated an ejection fraction of 60'65%, a well seated sapien bioprosthetic valve with no significant regurgitation, a mean gradient of 6 mmhg, an aortic valve area (ava) of 2.4 cm', and no significant pericardial effusion.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the tvr procedure include significant transcatheter heart valve oversizing, severely obliterated sinuses of valsalva, porcelain aorta, and/or presence of bulky calcification and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve (all models) relies on valve calcium to securely anchor to the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a significant impact on the patient's symptoms. In tvr patients, it may be caused by guidewire perforations or annular ruptures. In transapical patients, postoperative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate coronary artery disease, hypertension, hyperlipidemia, and chronic diastolic heart failure could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.